Event description:
The customer reported that the pt underwent a vaginal hysterectomy. The ligasure device that was in use during this procedure was used to transect the vascular pedicles. Several months later, the pt was found to have a ureteral obstruction and a non-functioning kidney. The kidney was removed. No further info is available regarding this incident.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2012. To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.